Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An imp,tsv,3.7,10,mtx,mg (item # tsvtb10) was received for investigation still connected to a ball abutment, which would not remove and prevented reliable measurement. Visual inspection of the as returned product identified wear from use in the form of residue coating (dried blood and bone residue) around the threads and damage (gouges) likely from the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the events. The abutment will not be individually investigated here as it was not reported and the reported event is noted to have occurred at the implant level. No pre-existing conditions were noted on the per. The reported devices was located on tooth # 23 (fdi notation) and was used for approximately 7 years. Pictures or x-ray images of the implant sites were not provided to evaluation the reported medical event. Device history record (DHR) review was completed for the subject lot numbers (lot # 61851293). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (lot # 61851293) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported events were non-verifiable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant in dental site 11 was removed due to perimplantitis, inflammation and swelling. Patient referred discomfort and pain.